Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient received boluses that were not programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hr duration period; no unprogrammed boluses were delivered or recorded in the pump history during this time. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.